Event description:
As reported via the clinical study lvis pas: the reported technical event of ¿middle portion of lvis stent did not open¿ and treated with balloon angioplasty is related to the study device, lvis. Event onset date: 31-oct-2018 index procedure date: on (B)(6) 2018. Procedure note includes: stent placement: the headway microcatheter was advanced over a traxcess wire under roadmap guidance. The physician had considerable difficulty in navigating beyond the giant aneurysm. Ultimately, navigated around the dome and into the right mca using the "around the world" technique. Due to the difficulty in gaining this access, the physician chose not to perform an exchange for a balloon catheter and instead attempt a stent delivery. After removing the wire, the stent device was flushed and advanced. Once reaching the distal catheter, physician slowly withdrew the system and began deploying the stent into the mca and distal carotid beyond the aneurysm neck. Once the distal portion of the stent was open, physician pulled the system back to reduce the redundancy in the aneurysm, then attempted to deploy the rest of the stent. During deployment, physician alternately pulled and pushed the system to help the stent expand before deploying the proximal end. However, despite these maneuvers, the middle portion of the stent did not open. The physician attempted to recapture, but could not despite several attempts. Physician therefore finished deployment, intending to try angioplasty to open the stent. Stent position was confirmed by angiography. There was already considerable stasis in the giant aneurysm, but not in the proximal aneurysms. The sponsor review of index procedure note identified the right mca thrombus occurred during index procedure. During lvis stent deployment, the middle portion of the stent did not open. Angiography showed impaired distal filling and the patient developed symptoms of slurred speech, left facial droop and could not elevate his left hand. Angiography showed none of the right mca filling, pcomm entered into the open, distal part of the stent. The balloon was re-inflated within the stent and attempted to drag the stent out. This failed after 3 attempts, even when the stent struts were crossed in the proximal half. Thrombolysis proceeded, reopro was then infused into the right internal carotid artery. After clearing the catheter, it was withdrawn and physician proceeded with additional attempts to remove the stent with a solitaire stent retriever. They removed the balloon and tried to pull out the stent with a solitaire stent retriever. This also failed despite multiple attempts. Patient¿s neurological symptoms resolved, his speech, visual fields, facial animation and motor power in his extremities was back to normal, angiography showed right mca was now open. The patient tolerated this procedure well and there were no complications. Additional clarification regarding the on (B)(6) 2018 procedure notes patient presented on (B)(6) 2018 giant right carotid aneurysm causing brain compression, malignant cerebral edema, and suspected hemorrhage, treated with index procedure of stent assisted coil embolization of giant right carotid aneurysm on (B)(6) 2018. After lvis stent was deployed, the middle portion of the stent did not open, ultimately, the physician chose to abort the attempts to open the stent and consider surgical retrieval of the stent. As they prepared to remove the left groin sheath, however, the patient reached up and grabbed physician¿s hand through the drapes with his left hand, indicating a dramatic improvement in exam. Physician then approached him for a full exam and found patient speech, visual fields, facial animation and motor power in his extremities to be back to normal. Physician re-inserted the diagnostic catheter to perform angiography of the right internal carotid and left vertebral arteries again, finding that his right mca was now open. Satisfied with that result, the catheter was removed. The right groin sheath was exchanged over a 6-french angioseal closure device and the arteriotomy was closed without difficulty. The patient tolerated the procedure well and there were no complications. Angiography showed no filling in right mca, it was treated with thrombolysis, with reversal of neurological symptoms. Patient was discharged. Used in 1st procedure were: micropuncture kit. 5-french sheath. 0.035" glidewire. 5-french angled glide catheter. Scepter c 4x15mm balloon, headway 21 microcatheter, traxcess 0.014" wire x2, synchro 0.014" wire x2 , lvis stent, 4.0 x 31mm, solitaire 4.0 x 20, 6-french envoy guide catheter, 6-french angioseal closure device. On (B)(6) 2018, the patient underwent a planned treatment of target aneurysm by right carotid artery embolization to achieve hunterian ligation. Left carotid, intracranial: an aneurysm near the origin of the anterior cerebral artery that measures 4.7 x 2.9 mm and an aneurysm of the proximal left middle cerebral artery ml segment, pointing posteriorly, that measures 7.9 x 3.8 mm. Right carotid, intracranial: 2 aneurysms with a common neck arising from the proximal communicating segment that measure 8.8 x 8.1mm and 5.7 x 4.5mm. Just distal to these is a giant aneurysm arising from the distal communicating segment of the carotid that measures 29.1 x 22.1 x 24.9 mm. Information provided regarding the on (B)(6) 2018 procedure notes: event summary: patient after failed attempt of stent embolization of giant right carotid target aneurysm on (B)(6) 2018 presents on (B)(6) 2018 (pod 7) for planned treatment of target aneurysm by right carotid artery embolization to achieve hunterian ligation. Angiogram showed two aneurysms, aneurysm near the origin of the anterior cerebral artery and an aneurysm of the left middle cerebral artery proximal ml segment, just distal to the carotid terminus, pointing posteriorly. There is robust filling across a patent anterior communicating artery that supplies the right a2 branches. Patient was noted to have progressive right carotid occlusion after embolization with two amplatzer occlusion devices for hunterian ligation for aneurysms with increasing collateral flow from the right posterior communicating artery filling from the posterior circulation. The patient continues to complain of headaches with lethargy. Brain mris and head CT showed infarcts. The patient worked with pt/ot and did well enough to be discharged home, with plans to manage headaches conservatively. Information received indicates ae is study procedure and lvis device related based on sponsor review. Site reported event name ¿progressive right carotid occlusion¿, onset on (B)(6) 2018, nonserious, grade 2 severity, study procedure related, no treatment was required, with outcome of resolved without sequelae on (B)(6) 2018. Based on sponsor review of 2nd procedure operative note, ae# 3 progressive right carotid occlusion, is device related, in addition to procedure related and disease related. Device model is still listed as 212931-lvis, lot unknown. No other information was provided.

Manufacturer narrative:
D11: please note due to the large number of ancillary / concomitant devices used, they are listed in the b5 narrative. The lot number was not provided; therefore, a search for production-related ncrs could not be performed. Investigation conclusion: a detailed medical review of the provided operative note dated on (B)(6) 2018, revealed that during the treatment of a giant right carotid artery aneurysm with an lvis device, the middle portion of the lvis stent did not open. The physician made several attempts to recapture the lvis stent but was unsuccessful. Intraoperative attempt with angioplasty to open the stent was performed. A balloon catheter was advanced over a microwire into the proximal half of the lvis stent but could not navigate past the collapsed portion of the stent and upon confirming balloon catheter position, the balloon catheter was inflated with no response from the lvis stent. Angiography then showed impaired distal filling with intraoperative examination findings indicating patient had slurred speech, a left facial droop and could not elevate the left hand. The physician made three attempts to remove the stent with an inflated balloon and thrombolysis infusion with reopro was performed. Attempts to remove the stent with a solitaire stent retriever were performed, which were also unsuccessful. The physician aborted these attempts and considered surgical retrieval of the stent. At that time, it was reported by the physician that the patient reached up and grabbed the hand of the physician through the drapes with their left hand, indicating a dramatic improvement in intraoperative patient status upon examination. The physician approached the patient for a full intraoperative examination and found the patients speech, visual fields, facial animation and motor power in the patient's extremities to be back to normal. Physician reported that the patient tolerated the procedure well with no immediate complications. Based on a review of the available data, the middle portion of the lvis stent did not open and the relationship of the event to the lvis device cannot be ruled out. A detailed medical review of the provided operative note dated on (B)(6) 2018, revealed that the patient presented on postoperative day 7 for planned right carotid artery embolization for occlusion to achieve hunterian ligation. Review of data indicates that an angiogram showed two aneurysms, aneurysm near the origin of the anterior cerebral artery and an aneurysm of the left middle cerebral artery proximal ml segment, just distal to the carotid terminus, pointing posteriorly. Patient was noted to have progressive right carotid occlusion after embolization with two amplatzer occlusion devices for hunterian ligation for aneurysms with increasing collateral flow from the right posterior communicating artery filling from the posterior circulation. The patient worked with pt/ot and did well enough to be discharged from home, with plan to manage headaches conservatively. ¿progressive right carotid occlusion¿, with onset on (B)(6) 2018 was diagnosed, no treatment was required, with outcome of resolved without sequelae on (B)(6) 2018. Based on a review of available data, no lvis hde device malfunction was reported. Data reviewed indicates that the event is device related and the relationship of the event to the lvis hde device cannot be ruled out. In addition, data reviewed further indicates that the event is study procedure related. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.